Event description:
Knees became extremely swollen and was not able to bend her knees (left knee) [joint range of motion decreased]. Knees became extremely swollen and was not able to bend her knees (left knee) [swelling of l knee]. Case narrative: this case is deleted following an incorrect worldwide ID. The new case (B)(4) will be submitted with the same information. Initial information received on 04-feb-2021 regarding a solicited valid serious case received from patient, in the scope of post-marketing sponsored study spon_I_synvisc one. Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. The case is linked to (B)(4) (multiple devices for same patient: right knee). This case involves an adult female patient whose knees became extremely swollen and was not able to bend her knees (left knee), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 6 ml, once via unknown route in left knee (lot - unknown) for osteoarthritis and tendinitis. Information on the batch number was requested. On an unknown date, after unknown latency, patient's knee became extremely swollen and was not able to bend her knee (joint swelling; joint range of motion decreased). She also mentioned she was on crutches for two to three days. Both events assessed as serious due to disability. Action taken: not applicable for both events. Corrective treatment: not reported for both events. Outcome: recovered for both events. A product technical complaint (ptc) was initiated on 04-feb-2021 for synvisc one for unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation completion date: 18-feb-2021. Reporter causality: not reported for both events. Company causality: reportable for both events. Additional information was received on 18-feb-2021 from other healthcare professional. Investigation results added. Text amended accordingly.

Event description:
Knees became extremely swollen and was not able to bend her knees (left knee) [joint range of motion decreased] knees became extremely swollen and was not able to bend her knees (left knee) [swelling of l knee] case narrative: initial information received on 04-feb-2021 regarding a solicited valid serious case received from patient, in the scope of post-marketing sponsored study spon_I_synvisc one. Patient ID: unknown; country: canada study title: patient support program involving synvisc one the case is linked to (B)(4) (multiple devices for same patient: right knee) this case involves an adult female patient whose knees became extremely swollen and was not able to bend her knees (left knee), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 6 ml, once via unknown route in left knee (lot - unknown) for osteoarthritis and tendinitis. Information on the batch number was requested. On an unknown date, after unknown latency, patient's knee became extremely swollen and was not able to bend her knee (joint swelling; joint range of motion decreased). She also mentioned she was on crutches for two to three days. Both events assessed as serious due to disability. Action taken: not applicable for both events corrective treatment: not reported for both events outcome: recovered for both events a product technical complaint (ptc) was initiated on 04-feb-2021 for synvisc one for unknown batch number and global ptc number: 100101049. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation completion date: 18-feb-2021 reporter causality: not reported for both events company causality: reportable for both events additional information was received on 18-feb-2021 from other healthcare professional. Investigation results added. Text amended accordingly.

Event description:
Knees became extremely swollen and was not able to bend her knees (left knee) [joint range of motion decreased], knees became extremely swollen and was not able to bend her knees (left knee) [swelling of l knee] . Case narrative: initial information received on 04-feb-2021 regarding a solicited valid serious case received from patient, in the scope of post-marketing sponsored study spon_I_synvisc one. Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. The case is linked to (B)(4) (multiple devices for same patient: right knee). This case involves an adult female patient whose knees became extremely swollen and was not able to bend her knees (left knee), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 6 ml, once via unknown route in left knee (lot - unknown) for osteoarthritis and tendinitis. Information on the batch number was requested. On an unknown date, after unknown latency, patient's knee became extremely swollen and was not able to bend her knee (joint swelling; joint range of motion decreased). She also mentioned she was on crutches for two to three days. Both events assessed as serious due to disability. Action taken: not applicable for both events. Corrective treatment: not reported for both events. Outcome: recovered for both events. A product technical complaint (ptc) was initiated on 04-feb-2021 for synvisc one for unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation completion date: 18-feb-2021 reporter causality: not reported for both events. Company causality: reportable for both events. Additional information was received on 18-feb-2021 from other healthcare professional. Investigation results added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 12-feb-2021: this case concerns a patient who had treatment with synvisc one and both her knees became extremely swollen and was not able to bend her knees and was on crutches for two to three days. The plausible causal role of the drug cannot be excluded, however, more information regarding patient's clinical presentation, baseline and event related investigations, medical history, concomitant medications and other risk factors is required for further case assessment.

Event description:
Knees became extremely swollen and was not able to bend her knees (left knee) [joint range of motion decreased]. Knees became extremely swollen and was not able to bend her knees (left knee) [swelling of l knee]. Case narrative: initial information received on (B)(6) 2021 regarding a solicited valid serious case received from patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: (B)(6). Study title: patient support program involving synvisc one. The case is linked to (B)(4) (multiple devices for same patient: right knee) this case involves an adult female patient whose knees became extremely swollen and was not able to bend her knees (left knee), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection at the dose of 6 ml, once via unknown route in left knee (lot - unknown) for osteoarthritis and tendinitis. Information on the batch number was requested. On an unknown date, after unknown latency, patient's knee became extremely swollen and was not able to bend her knee (joint swelling; joint range of motion decreased). She also mentioned she was on crutches for two to three days. Both events assessed as serious due to disability. Action taken: not applicable for both events. Corrective treatment: not reported for both events. Outcome: recovered for both events. Reporter causality: not reported for both events. Company causality: reportable for both events. A product technical complaint was initiated and results were pending for the same.